Event description:
Abnormal reading of low lead impedance found during testing of ICD (rv lead). Medtronic generator did not fully charge. Pt transported to operating room for system extraction and implant of new ICD system.